Manufacturer narrative:
Carefusion file identification: (B)(4) . The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported a failed leak test while using the avea ventilator. The customer reported to have reseated the gas delivery engine (gde), replaced the flow sensor with a known good one, and a new elbow, only to have repeated failure. Carefusion (cfn) technical support requested cfn field service to correct the issue. Patient information was not provided by the customer. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.